Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
Edwards received notification of a transcatheter tricuspid valve replacement (ttvr) procedure involving the evoque system where heart block occurred during wire placement due to shallow right ventricle (rv) anatomy. Temporary pacing lead was placed across the tricuspid valve and was removed before deployment. The valve was successfully implanted at 0-5mm from annular plane. Temp pacing wire was placed during the procedure and was replaced with a biv ICD the following day to prevent recurring heart block. Per medical opinion, the perceived root cause of the heart block was wire interaction with the rv.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, d4, g3, g6, h2, h4, h6, and h11. Additional type of investigation codes that were unable to be added in h6: labelling review. The complaint for delivery system and/or guidewire pushed into ventricular wall was confirmed with other empirical evidence via information reported by an edwards field clinical specialist. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. No imaging had been provided for evaluation. However, the patient had a shallow right ventricle and the guidewire had likely interacted with the anatomy during wire placement leading to the conduction disturbance. Since no manufacturing non-conformances were found and no labeling, training, or IFU deficiencies were identified, no corrective or preventative actions were required.